Manufacturer narrative:
The reported malfunction of no display was observed and the lcd display was replaced to remedy the problem condition. The reported malfunction of "lead fault" was observed; however, this is normal operation of the device. The customer did not have the ECG cable attached to the device at the time the message was observed and the device will prompt this message if the cable is not attached. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device intermittently powered on without display and when the display did function, a "lead fault" message was observed. Complainant indicated that there was no pt involvement in the reported malfunction.